Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. Upon further review, boston scientific technical services (ts) noted that there has been a gradual increase in shock impedances with occasional jumps in the measurements. The values previously jumped to less than 125 ohms, but the recent jump resulted in the out of range impedance values of 133 ohms. Ts also indicated the pace impedances have also been displaying a similar trend, but those values are still within range. At this time, the rv lead remains in service and was reprogrammed. No adverse patient effects were reported.